Event description:
It was reported that a user on their first day with the ilet experienced hyperglycemia, with blood glucose rising to 220 mg/dl after lunch and later measuring 187 mg/dl; the user sought guidance on meal announcement for dinner and was advised it was appropriate, while the device issue details remained insufficient. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and no specific device component identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.